Event description:
It was reported that during the implant procedure, the right ventricular lead was damaged during suturing of the suture sleeve. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.